Event description:
The doctor stated that he placed medpor extended contoured left malar implant in 2008. The doctor stated that two weeks post op the patient developed an infection. The doctor stated that he treated the infection with an antibiotic. The doctor reported that he removed the implant the following month. The doctor stated that the infection has been resolved and he plans to replace the implant.

Manufacturer narrative:
Following a review of the device history record for lot number 9515-c013h86h, it was determined that all processes and test criteria are within the medpor implant finished product specification.